Event description:
A customer contacted beckman coulter (bec) reporting the quality controls (qc) on the coulter hmx autoloader (al) hematology analyzer shifted out high on the white blood count (wbc), red blood count (rbc), and hemoglobin (hgb) parameters and shifted out low on the hematocrit (hct) parameter. The customer discontinued using the instrument and requested service to evaluate the unit. No erroneous results were generated in connection to this event. The customer confirmed that only controls were out of range. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse installed a new rbc and wbc dispenser pump, blood sampling valve (bsv) actuator, and a primary needle cartridge assembly to resolve the issue. A definitive failure mode was not confirmed at this time. Multiple hardware components were replaced by service, any of which could have caused or contributed to the event. Per labeling: beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. (B)(4).